Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately eight days following implantation of the implantable cardioverter defibrillator (ICD) system the patient collapsed due to a probable low blood pressure. The device interrogation showed no anomalies. Four days later, it was reported that the patient felt dizzy again and collapsed, received cardiopulmonary resuscitation that was no successful and died. It was noted that the patient had episodes of ventricular fibrillation that was terminated by the device.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.